Event description:
It was reported the pt ((B)(6)) was without stimulation and unable to communicate with the ipg using either the programmer or the charging system. Surgical intervention was undertaken to replace the pt's ipg. The new device is functioning as designed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.